Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted no tissue on the helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited high thresholds. Both leads were noted with tissue being stuck in the helix. The leads were explanted and replaced. No patient complications have been reported as a result of this event.